Manufacturer narrative:
Concomitant products: product ID 8709, lot # j11156r06, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
In (B)(6), at the first refill of the patient¿s pump, there was a volume discrepancy with a larger than expected return of drug. In addition, on the day of report, there was another volume discrepancy where the pump was expected to contain 1.6ml, but was found to actually contain 3ml. It was noted that the patient was not having any symptoms and volume discrepancy was not horrible, but was persistent. The implanted catheter had been checked at the time that the pump was implanted. The device system was being used to deliver lioresal. As of the time of report, there had been no known interventions performed. Further follow-up was requested to obtain additional info rmation.